Event description:
A report was received that the patient's ipg was superficial and was flipping inside the pocket after weight loss, which the physician believes to have been caused by the procedure. The patient reported that she would experience a shocking sensation every time the ipg would flip. The physician adjusted the ipg in the same pocket and the patient was reportedly doing well following the procedure.